Event description:
Medtronic received information, regarding a navigation system being used, during a sacroiliac and thoracolumbar procedure. It was reported, that they were unable to push images to the navigation system from the imaging system. The representative reported, that the issue was, due to the image not having the navigation tag on the scan. They verified, all three boxes were green for the spin. The representative suspected, this was user error.

Manufacturer narrative:
H3: onsite functional and visual examination was performed, by a manufacturer representative. The system passed, a system checkout. And was determined, to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.